Event description:
It was reported that a limb occlusion was confirmed approximately three weeks ago. The occlusion was in the right limb; however, the cause of the occlusion is unknown. A fem-fem bypass may be done to resolve the occlusion at a later date (ref MFR # 2953200-2012-00406). Films were received and reviewed as follows: a cta five months post-implant shows that the ipsilateral limb was placed on the right side. The 16x10x124mm endurant limb was extended on the ipsilateral side, and the contralateral limb was the 16x16x93 limb. The ipsilateral extension extends well into the right iliac artery; the right common iliac appears aneurysmal at approximately 23mm in diameter. The contralateral limb is placed just within the origin of the left common iliac. The ipsilateral limb was found to be occluded beginning just below the flow divider and continuing distally. There were no stent graft kinks or other stent graft issues seen which could explain the cause of the occlusion. The distal aorta diameter measured approximately 23 x 28mm, with some calcification. The minimum ID of the occluded ipsilateral limb within the distal aorta, was approximately 10mm. Please note that this model number enlw1610c124ej is not approved in the united states; however, it is similar to the enlw1610c124e which is approved in the united states.

Manufacturer narrative:
Method:(film). Results: inherent risk of procedure (occlusion). Lack of information (unknown cause of occlusion). Conclusion: lack of information (unknown cause of occlusion).